Event description:
Hi, we got a call from xxxx, xxx pharmacy, in cc of this mail. An end user informed her that he/she is experiencing problems with the above pen needles. He apparently sometimes needed to use 3 pens before he could get the right quantity of insulin in. Contact xxxxx, someone else might answer the phone but you can ask for xxx. Batch nr involved 4051861, exp date 03/2029. Can you please investigate this issue?

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.